Event description:
Allegedly attachment screw threaded portion snapped off in the anterior hole of the tibial tray. There was no way to remove the broken off portion and it was left in the anterior hole in the tibial tray.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4) - evidence that product in specification when used

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is a reportable malfunction.